Manufacturer narrative:
Patient was reprogrammed. During their first charging session since being reprogrammed, the patient did not experience any pain. Patient feels a burning sensation during charging but not as intense as before. Sensation subsided soon after charging was completed.

Event description:
The company was made aware on (B)(6) 2020 that a patient felt pain and a burning sensation during a charging session.